Event description:
It was reported that the device stopped working while in use and showed a black screen. According to the user, the device gave an alarm here. No patient injury was reported.

Manufacturer narrative:
The logbook and a provided video of the device were analyzed. Based on the logbook entries, it can be seen that the log recording stopped unexpectedly at 5:29 am system time on 03/13/2023 in pc-bipap ventilation mode, indicating a device failure. From the video, it was evident that the device did not start after the main power switch was turned on and the audible piezo auxiliary alarm beeped continuously. Based on the status leds, it can be seen that a faulty m48.3 circuit board is the root cause of the device behavior. The problem was solved by replacing the affected circuit board. In the event of a complete loss of function of the ventilator, the safety valve automatically opens against the environment, thus allowing the patient to breathe spontaneously. The ventilator unit's auxiliary audible alarm alerts to notify the user of the unit failure. This alarm is supplied from an independent voltage source and lasts for at least 2 minutes. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped working while in use and showed a black screen. According to the user, the device gave an alarm here. No patient injury was reported.